Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced a gradual decrease in hearing performance with the device since (B)(6) 2020.

Event description:
The user experienced a gradual decrease in hearing performance with the device since (B)(6) 2020. The hearing is okay but worse than it was before becoming noisier since (B)(6). The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user experienced a gradual decrease in hearing performance with the device since (B)(6) 2020. The hearing is okay but worse than it was before becoming noisier since (B)(6).

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further it is reported that the recipient often bumps his head which may have led to a weakening of the fixation and therefore may have led to device mobility. However, to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation date has been provided yet.